Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery of controller was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.